Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, and h11. As reported, during the procedure, .035 emerald j3 diagnostic guide catheter was inserted in the introducer. While doctor was trying to move the device inside the vessel, he/she realized the tip of the device detached. He/she removed the guidewire and substituted with a new one. The procedure was completed using another guide catheter. The procedure did not cause any injury to the patient. The device was prepared according to the specified instructions for use (IFU). There was no apparent damage to the device prior to use. There was no resistance or friction while advancing it through the vessel. Additionally, no unusual force was needed to advance or withdraw the catheter from the patient. The lesion was not calcified, and there was no vessel tortuosity. An unknown guidewire was used, and there was no resistance while advancing over the guidewire. The reported ¿distal tip fractured separated¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Factors such as vessel anatomy, user handling, and concomitant devices could be a contributing factor additional force and manipulation of the catheter may have also been a contributing factor the reported event. All catheters require torquing, which is a dynamic process once it enters the patient due to external factors such as temperature, time of exposure in body, individual patient anatomical structures, storage conditions, and operator technique in torquing and manipulating the catheter. If a catheter does not move as expected, the operator is trained to stop and investigate the cause before continuing to avoid further damage to the catheter, such as a separation. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during the procedure, .035 emerald j3 diagnostic guide catheter was inserted in the introducer. While doctor was trying to move the device inside the vessel, he/she realized the tip of the device detached. He/she removed the guidewire and substituted with a new one. The procedure was completed using another guide catheter. The procedure did not cause any injury to the patient. The device was prepared according to the specified instructions for use (IFU). There was no apparent damage to the device prior to use. There was no resistance or friction while advancing it through the vessel. Additionally, no unusual force was needed to advance or withdraw the catheter from the patient. The lesion was not calcified, and there was no vessel tortuosity. An unknown guidewire was used, and there was no resistance while advancing over the guidewire. The device will not be returned for evaluation as multiple attempts were made without success.

Event description:
As reported, during the procedure, .035 emerald j3 diagnostic guide catheter was inserted in the introducer. While doctor was trying to move the device inside the vessel, he/she realized the tip of the device detached. He/she removed the guidewire and substituted with a new one. There was no reported injury to the patient. Additional information and device return was requested; however, neither were not obtained after multiple attempts made.

Manufacturer narrative:
As reported, during the procedure, .035 emerald j3 diagnostic guide catheter was inserted in the introducer. While doctor was trying to move the device inside the vessel, he/she realized the tip of the device detached. He/she removed the guidewire and substituted with a new one. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made. The reported ¿distal tip fractured-separated¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Factors such as vessel anatomy, user handling, and concomitant devices could be a contributing factor additional force and manipulation of the catheter may have also been a contributing factor the reported event. All catheters require torquing, which is a dynamic process once it enters the patient due to external factors such as temperature, time of exposure in body, individual patient anatomical structures, storage conditions, and operator technique in torquing and manipulating the catheter. If a catheter does not move as expected, the operator is trained to stop and investigate the cause before continuing to avoid further damage to the catheter, such as a separation. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.